Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the heater line of the homechoice cassette and the heater bag which resulted in a leak. This was observed during an unspecified process step (fill or dwell) of peritoneal dialysis therapy. The patient was connected at the time of the event. Renal therapy services (rts) assisted the patient in ending therapy and the patient discarded all the supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.